Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886127 and gd886028 with no issues detected during manufacturing of these batches. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of a patient who made a mistake/ touch contamination and peritonitis with culture positive for paucimobilis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient made a mistake/ touch contamination which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from the event of peritonitis and the outcome for the event of made mistake/ touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the event of made mistake/ touch contamination.